Event description:
Suspected false positive sars result for 1 mildly symptomatic consumer. The consumer communicated that they were sars positive approximately 3 weeks ago and have tested positive 5 times since with quickvue sars otc. The dates of the quickvue testing are unknown. The consumer has not done any further confirmation testing. Additional consumer events are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.